Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that pneupac ventilator (parapac plus) was damaged. No other information was provided. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection found the device to have a damaged faceplate, enclosure and top cover. This confirms the reported customer complaint. As a result the lower and upper case as well as the front panel were all replaced. Device was tested and passed all functional tests. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.